Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient¿s ilet system entered background mode after a new freestyle libre 3 plus sensor was applied and no glucose readings were received because the sensor had not been scanned and activated, leading to an incorrect pairing sequence. Symptoms included no cgm data available for dosing decisions. Outcomes included dosing stops soon notifications and interruption of automated insulin dosing until cgm data became available. Investigation included troubleshooting and user education conducted by support, including guided scanning of the libre 3 plus to activate the sensor and begin warmup. Investigation of this case revealed user error related to pairing and activation of the cgm sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use.